Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.6, lab: - (lot #234526). Date: (B)(6) 2010, 3.8, 2.5 (lot #243934). Lab draw within one hour. Pt and physician prefer a higher reading in the therapeutic range.

Manufacturer narrative:
Pt has hypocoagulopathy. Pt current health status may lead to unexpected inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 3.6, reference: 2.5, mean: 3.05, confidence limits: 1.8 - 4.2. Date: (B)(6) 2010, 3.8, 2.5, 3.15, 1.9 - 4.6. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data proved by end-user lot: date: (B)(6) 2010, 1st inr: 3.6, 2nd inr: 3.8, mean: 3.7, sd: 0.14, %cv: 3.82. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Strip lot info is not in data yet. There are a total of 26 complaints in the sys. This issue will be subject to tracking and trending; corrective action not required at this time.